Event description:
System error 2240 message appeared on the display of the home patient's machine during the in-dwell of the patient's peritoneal dialysis therapy. Service center advised the home patient to turn off machine and start the therapy over. The home patient then reported they had found a hole in the line. No report of injury was made at time of initial report.